Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on the blood glucose monitor. The values, when plotted on a clarke error grid, fall into the "d" zone showing the difference in values to be clinically significant. There has been no report of death, serious injury or mistreatment associated with the event.